Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unk. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010.

Event description:
It was reported after the catheter was withdrawn from the introducer, the physician aspirated blood from the sideport of the introducer with a syringe but noted air was aspirated as well. There were no consequences to the pt.